Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is unknown how long the xenon lamp had been used, but it is likely that the xenon lamp went out and the emergency lamp was lit because it was an accidental failure or used beyond its useful life. In addition, the repair department confirmed that the lighting failure was due to the malfunction of the ignitor unit. It has been more than 12 years since the subject device was installed. It is likely the ignitor unit malfunctioned due to aging deterioration caused by long-term usage. If applicable additional information is received by the user facility, a supplemental report will be filed. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report this issue. During this call, the customer confirmed that the bulb was replaced and verified, but the lamp would still not turn on. Customer stated that the fan was working and that the heat sync that the lamp was in was seated into position using the thumb screws. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the lamp was burnt out and had a weak igniter. Additionally, the front panel was damaged, the chassis was corroded, the lens base was cracked, and the scope socket was worn out causing a poor connection. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported the main lamp of the evis exera ii xenon light source would not come on, but the spare lamp would. Per the initial reporter, the procedure was aborted and the patient's outcome was "poor". Additional details relating to the patient and the event have been requested, but no response has been received at this time.